Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injection vancomycin (1 gm, intraperitoneally, immediately, frequency and duration not reported) and injection tazact (4.5 g, intravenously, twice per day, duration not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.